Event description:
When the first coil ((B)(4)) was advanced in the (mc) microcatheter (detail unknown), friction occurred between the coil and the microcatheter during delivery, however, no additional force was utilized to advance or remove the coil/delivery system. The delivery system was pulled back and the coil became stretched (unraveled). The coil was removed successfully and changed to other new coil (detail unknown). The second coil was advanced in the mc without any difficulty. The procedure was completed using other coils without any patient injury. An adequate continuous flush was maintained through the (mc) microcatheter at all times. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system. Access site was femoral artery. The target site was the distal (ac) distal anterior cerebral artery. No other information was provided.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.